Manufacturer narrative:
Device received with operating currents within spec. Device passed displacement test, self test and unexpected restart error test. Device alarmed motor error during basic occlusion test due to loose / flush drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test, occlusion test or verify excessive no delivery alarms due to motor error alarms. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted into the hospital with a diabetic ketoacidosis. The insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 10 mmol/l. The device was not returned.